Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 5/28/98 at a retail vendor. A few days later the ear piercing site became swollen and red and medical attention was sought on 6/27/98. The earring was removed, irrigated and drained and consumer was placed on antibiotics. On 6/28 the site was treated again. On 7/6/98 consumer went to the hosp and the site was again drained and consumer was placed on intravenous antibiotics. Consumer had surgery on antibiotics.